Manufacturer narrative:
Service received the device for further eval. Service plugged in the monitor and the charge led was blinking. Then service opened the unit and saw that the wire from the switch to the power pcba (power circuit board assembly) was disconnected. Service resoldered the wire and put the unit back together. Service confirmed the reported failure which was due to a loose wire from the switch to the power pcba.

Event description:
The customer contacted verathon inc. Regarding a portable video monitor, gvl-2000 that has a power management issue. The portable video monitor, gvl-2000 will not hold charge. There is no injury to the pt reported in this event.